Event description:
Patient was revised due to crevice corrosion on the femoral neck. Implant wear and loosening of the cup were also noted. Update rec¿d (B)(6) 2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination of the reported devices finds green and black residue in the inner diameter of the femoral head taper. No overt cause for corrosion of the head taper was observed. Light scratching on the femoral head is noted; however, it is not known if it was due to the extraction process. The cup showed evidence of good bony attachment at approximately 50% of the acetabular cup surface. Uneven wear is noted on the acetabular cup insert. The patient was initially implanted with depuy devices in (B)(6) 2003 and revised in (B)(6) 2015. After more than 11 years implantation, there are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. No patient x-rays were provided and implant positioning cannot be commented upon. Provided patient records have been reviewed. From a medical perspective, based on the minimal information available, it is not possible to determine if the complaint is product related. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.